Event description:
The customer contacted stryker to report that their device shut off 3 times during a run. In this state the device may not be able to provide defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker verified the reported issue was logged in the device's memory. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device shut off 3 times during a run. In this state the device may not be able to provide defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.